Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a surgical procedure in which it was noted that the cylinder connecting tube was cracked . The cylinders were explanted and replaced. After the procedure, the patient improved and remains stable.